Manufacturer narrative:
The returned device was evaluated. During evaluation it was observed that the lcd was damaged on the external side of the device. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the radical-7 has a bad display. Customer was unable to provide any further information. No known impact or consequence to patient.